Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide had failed to move forward. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing window respectively. Timeouts and drive stalls were observed in the download data. The pod was rerun, and no data abnormalities were observed. Inspection of the drive mechanism components found thread damage and brass shavings on the leadscrew, indicating that the tube nut was too tight. It could not be conclusively determined if the overtightened tube nut is the cause of the high pulse width w/ drive stall.